Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a syringe 50ml ll. The following information was provided by the initial reporter, "while trying to aspirate the product in a pocket with a 50ml luer lock syringe, the black plastic tip of the piston separated from the piston."

Event description:
It was reported that separation occurred during use with a syringe 50ml ll. The following information was provided by the initial reporter, "while trying to aspirate the product in a pocket with a 50ml luer lock syringe, the black plastic tip of the piston separated from the piston."

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Upon inspection of the product, it was noted that the stopper was detached from the plunger. The sample was disassembled and no damage or molding defect was identified in the plunger rod that could have contributed to this defect. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While we are unable to identify a direct issue, this malfunction could have occurred due to improper alignment of the plunger/stopper to the barrel during assembly. A vision system has been implemented to detect for any missing or incorrectly assembled stoppers. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.